Event description:
The pt was being fed using a pump. An unk amount of an enteral feeding solution was hung, and the pump was set to deliver 67 ml/hr. The reporter stated the pump overdelivered, but did not provide details on the extent of the overdelivery other than to say overdelivery is an ongoing problem. There was no illness, injury or medical intervention resulting from the event. Note: the event date given above is approximate.